Event description:
It was reported that the patient's right atrial (ra) lead failed a position check and all therapies were disabled on that same day. The lead remains inactive in the patient. No patient complications have been reported as a result of this event.